Event description:
A doctor reported that a memory lens iol implanted in a patient's left eye was going to be explanted in the near future due to opacification. Persistent iritis reported postoperatively, with early capsule fibrosis. Yag capsulotomy os performed. Visual acuity reported as 20/20, but hazy, left eye at exam. No further information is available at this time.